Event description:
Operation for cancerous tumor removal and facial reconstruction from left posterior maxilla, alveolar ridge #14-#15, biopsy: poorly differentiated carcinoma with features of ameloblastic carcinoma. FDA safety report ID# (B)(4).